Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customerr contact reported a leak of an unspecified chemotherapeutic agent. After an unspecified length of time in use, the patient noticed the tubing set was leaking from a possible "crack" in the connection of the clave port and the cassette. It was estimated that 50ml of solution leaked. The spill was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.